Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On 06/25/2026, it was reported that the patient experienced a skin reaction with redness, skin infection, that extended beyond the patch perimeter which occurred 5 days after the sensor had been inserted in the arm. On (B)(6) 2026 she received a sensor failure alert on her sensor and when she removed the sensor, she saw that her arm was bleeding and it was dripping around the sensor pod. The patient mentioned that it caused her infection and described the infection as black, blue and red and on morning of (B)(6) 2026, she noticed that it was getting bigger and so she decided to go to her doctor. She mentioned that there is an oral medication that was prescribed to her, but she can't remember the name, but she mentioned that it is an antibiotic. The patient is doing fine. At the time of the report, patient condition was stable. No other details were provided. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).